Event description:
The patient was trying to move in the bed and lost her balance and slid out onto the floor. The nurse call alarm did not work and the patient was heard calling from the room. The patient had removed the non-skid socks earlier. Rrt trauma and md was called and no injuries were noted. The bed was checked by biomed and this bed cannot be connected to the hill-rom nursecall system that is used on this floor, because of the type of communication cable connected to the bed. The bed was not connected to the nursecall system which would have alarmed through the nursecall system to notify the clinical staff that a fall had occurred. The bed and nursecall tested fine.